Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed a battery compartment crack and the battery compartment threads were damaged. There was a low voltage in replacement battery. The battery cap was damaged. There was moisture in the pump (battery cap). There was a battery compartment leak. The pump case was damaged. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the top of the battery compartment was cracked. This report is made based on results of investigation completed on (B)(4) 2013.